Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as the patient was not able to use the device normally after the initial implantation. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and did not pass activation test 2 and 3. Product analysis confirmed a pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump revised as the patient was not able to use the device normally after the initial implantation. No patient complications were reported.